Manufacturer narrative:
On 25-mar-2026, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with an ngen pump and the flow rate would not change at the end of ablation--the flow rate was not changed from 30 to 4ml/sec. There were no issues noted with flow rate at the start of ablation. The correct catheter settings were selected on the generator. The generator was on manual mode. No error occurred on the generator. Device evaluation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for evaluation. No failure was found during the evaluation. Other circumstances may have affected device performance. System is fully operational. A device history record review was performed for the finished device (B)(6) number, and internal actions related to the complaint were found during the review. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an ngen pump and the flow rate would not change at the end of ablation--the flow rate was not changed from 30 to 4ml/sec. There were no issues noted with flow rate at the start of ablation. The correct catheter settings were selected on the generator. The generator was on manual mode. No error occurred on the generator. The issue was noted 2.5 hours after the start of ablation. The issue in which the ngen pump's irrigation flow did not switch occurred during the procedure and persisted. The issue was resolved by setting the irrigation flow on the pump main unit. The pump was returned to '4' on the opposite side. The procedure was completed. No patient consequences were reported.